Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).